Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system for patient treatment on (B)(6) 2025. Limited information reported that on (B)(6) 2025, the patient developed inflammation after injection of venaseal. No further patient injury reported. The long saphenous vein has been treated. Reaction was present in both legs. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive and the catheter tip was 5 cm caudal to sfj. Compression was utilized. Thrombophlebitis symptom was confirmed. Issue occured two weeks after surgery, taking 2 weeks to resolve. Course of treatment was oral piriton and augmentin.